Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the common bile duct during an endoscopic biliary drainage (ebd) procedure performed on (B)(6) 2025. During the procedure, the connector at the proximal part of the inner sheath became disconnected. The broken guide catheter remained within the push catheter, allowing the delivery system to be removed in one piece. The procedure was completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the common bile duct during an endoscopic biliary drainage (ebd) procedure performed on (B)(6) 2025. During the procedure, the connector at the proximal part of the inner sheath became disconnected. The broken guide catheter remained within the push catheter, allowing the delivery system to be removed in one piece. The procedure was completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: a flexima biliary stent and delivery system were received for analysis. Visual and microscopic inspection found the guide catheter was detached; and the push catheter suture hole torn. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of catheter guide break. The investigation concluded that the reported event and additional observed damage of push catheter suture hole torn were most likely due to procedural factors as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause of the events is adverse event related to procedure.